Manufacturer narrative:
The returned instrument was received in its inner and outer blister covered with the tyvek foil, showing the lot information. The inner blister was not correctly inserted in the outer blister. The returned instrument shows no macroscopic signs of damage and there are no surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities. The returned instrument was then functionally tested regarding the aspiration/irrigation properties. It was noticed that the irrigation was not working as expected, there was a occlusion, but it could be solved. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined be reconstructed. The customer's complaint is confirmed but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an opthalmic aspiration handle would not exhibit the aspiration function during the surgery. The surgery was completed by changing another product without any patient impact.